Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. External visual inspection noted body fluid contamination in the lead barrels. Visual inspection noted a hole in the rv seal plug. A review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that at the implant procedure during pocket closure oversensing of noise on the right ventricular (rv) electrogram (egm) was observed. The physician took the rv lead out of the rv port n the pacemaker and reconnected it with the same results. Rv lead impedance measurements were noted to always be stable through the device. The physician then put the right atrial (ra) lead into the rv port and received he same type of noise. The noise was able to be reproduced with pocket manipulation. Subsequently the physician chose to implant a new pacemaker.